Event description:
Hospital started using the product about a month ago. Report received from the nicu that the product was leaking. Nicu clinical nurse stated she does not know where the product was leaking from. No event details are known. No products were saved. There was no patient or user harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation.